Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a ruptured reservoir. As a result of the rupture, approximately 50 ml of solution collected in the housing. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter (B)(4) received a complaint that one half day infusor, 5ml/hr 12pk ruptured during filling with desferrioxamine. There was no report of patient involvement, as this occured prior to patient injury. No medical intervention. No additional information. The sample is available for evaluation. This will reference report 1 of 2 for this facility.